Event description:
Was implanted with essure (B)(6) 2006 I found out I am allergic to nickel in 2014, I have had on going pain in joints, knees, hips in last year. Weight gain, chronic fatigue, memory loss, heaving periods for years 2006-2013 had to have heat/ water ablation to stop heavy periods. Back pain on left side, body swelling and bloating. Head ache and elevated liver tests. (B)(4).